Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room for congestive heart failure management. Interrogation revealed right ventricular lead dislodgement and loss of capture. All therapy was disabled until the patient could be brought in for revision. The lead was removed, discarded, and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Additional information: correction: the device was not discarded. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Correction: it was reported that the patient presented to the emergency room for congestive heart failure management. Interrogation revealed right ventricular lead dislodgement and loss of capture. All therapy was disabled until the patient could be brought in for revision. Left ventricular pacing only was unable to be programmed, therefore pacing was completely turned off. The patient was not dependent. The lead was removed, discarded, and replaced. The patient was stable following the procedure.